Event description:
The customer reported that the bur broke off in drill during use at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the bur broke off in drill during use at the user facility. There were no adverse consequences related to this event.